Event description:
The customer initially reports that "a piece between the grasping part and the body of the instrument broke off during surgery. No pt injury." On (B)(6) 2010, customer reports via telephone that a laparoscopic/vaginal hysterectomy was being performed and a piece of the instrument broke off, while grasping the uterus, and was removed through the laparoscope. An x-ray was taken that assured no parts were left in the pt. Confirmed no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.